Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient with vital signs absent, this second device obtained was unable to obtain an egg signal via electrode pads. Clinicians checked connections, changed pads and were still unable to obtain an egg signal, and the electrode pads would not adhere to the patient's skin. Please refer to medwatch report 1220908-2014-00244 for the first device used on the same patient. Complainant indicated that the patient's pulse returned and did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.